Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not work with alternating current (ac) power. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the battery power was confirmed to be good, but the power led on the front bezel did not illuminate. The customer replaced the power cord and the problem persisted. The customer verified that there was zero voltage at the j1 orange/brown wires. The rse provided the customer with the part information for the power supply to order a replacement. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that the battery power was confirmed to be good, but the power led on the front bezel did not illuminate. The customer replaced the power cord and the problem persisted. The customer verified that there was zero voltage at the j1 orange/brown wires. The rse provided the customer with the part information for the power supply to order a replacement. Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device the investigation concludes that no further action is required at this time.